Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: d8, d9, h3, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than one year since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed; found the damage to the probe unit. The probe is broken off. Based on the results of the investigation, a definitive root cause could not be established. It is likely the cause of the reported event was associated with normal use of the device and is a known and inherent risk. The event can be detected/prevented by following the applicable chapters in the instructions for use which state: "vtb-s rc4485 instruction for use (IFU) spec sheet & artwork". Cautions for device use include "internal mechanism of the handle is designed to break when excessive stress is applied to the grasping section during use." (Page 15) and warning includes " do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, positioning the tissue, twisting the shaft, or rotating the rotation knob. Manipulate and isolate the targeted tissue with another instrument, grasp the targeted tissue with the thunderbeat instrument, and then activate. Otherwise, it may cause the deforming/splitting/protruding of tissue pad or a scratch on the probe tip by interference with the other parts, which could result in the probe tip breaking and falling off inside the body cavity." (Page 18). Olympus will continue to monitor field performance for this device.

Event description:
No additional customer information.

Manufacturer narrative:
E2: health professional ¿ ni and e3: occupation ¿ ni. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the jaw broke off of the thunderbeat. The issue was found during an unknown procedure. There were no reports of patient harm.